Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise over-sensing. Insulation damage was suspected. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.